Manufacturer narrative:
(B)(4). Concomitant medical device: unk cup, unk liner, unk head, unk stem. Reported event was confirmed by review of x-rays provided. X-ray review confirmed the oblique periprosthetic fracture of the left hip. The fracture extends from the medial subtrochanteric cortex of the femur through the greater trochanter. There is probable femoral component subsidence secondary to the fracture. The acetabular fixation screw extends beyond the medial wall of the acetabulum. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient fell and had a femur fractured. She underwent a revision of stem and head. A longer stem was put in along with cables. No additional information available.